Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they had seen a neurologist a couple of weeks prior to report and the health care professional (hcp) said they would put a new implantable neurostimulator (ins) in her. Their ins battery was dying. The patient knew it was dying because they could feel it and the neurologist had tested it and stated it needed to be replaced. The ins would turn on and off on its own. They were in bad pain and the pain was in her arm and legs. Every time she would move her arm she screamed. She could hardly walk and the patient got really bad a couple of weeks prior to report. They had gone to the emergency room because of the pain in her arm about 1.5 months prior to report. They had gone to see the hcp because they thought they had a bladder infection as she used to get bladder infections. The hcp stated it was not a bladder infection but they were having bladder spasms in their bladder. The patient had an appointment with their hcp on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 3387s-40, lot# v069269, implanted: (B)(6) 2008, product type: lead. Product ID 3387s-40, lot# v063570, implanted: (B)(6) 2008, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from the consumer that reported they had a loss of stimulation. There was a loss of therapy and a change in symptoms. It was unknown what the patient was doing when they felt the loss of therapy. The stimulation issue was not related to positional movement. They did not have any recent medical tests or electromagnetic interference (emi) exposure. They had checked their device with the patient programmer (pp) and it showed stimulation was on. The patient was in pain and couldn't talk. It was noted as a sudden change in symptoms in (B)(6) 2015. The patient had been charging too frequently. They patient hadn't recently had the need to increase parameters. No falls or trauma was related to the issue. The patient was implanted for dystonia and movement disorders. Further follow-up was being conducted to determine what were the circumstances that led to the sudden loss of therapy and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.